Manufacturer narrative:
Clarification to d.6a. Partial implant date reported as on (B)(6) 2025. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced discharge at the peg site after tube replacement. The discharge ranged from copious clear mucous, to discolored discharge, with an "offensive" odor. Family member later reported that the stoma site has become excoriated with blisters that burst. The patient is being treated with unknown antibiotic. The device remains implanted.